Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It has been reported that a plastic part of the infusion set came loose from plaster and the cannula therefore came partially out of the puncture site.